Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2014. On (B)(6) 2016, this patient was diagnosed with conjunctival erosion in her implanted eye after reporting pain and discomfort. On (B)(6) 2016, the patient underwent revision surgery during which the surgeon applied a bi-layer patch of cornea and buccal mucous membrane to cover the exposed conjunctiva. There was no defect or malfunction of the device associated with this event.